Manufacturer narrative:
This investigation is complete. Upon additional information this investigation will be updated.

Event description:
It was reported that high pacing thresholds and high out of range pace impedance measurements were reported when it comes to this right ventricular (rv) lead. A revision took place and the lead as surgically abandoned. No adverse patient effects were reported.